Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/ microscopic inspection indicated that the sdw was kinked at the distal tip. There were no anomalies noted to the introducer sheath. The stent was noted to be deployed within the proximal end of the returned microcatheter. There were no anomalies noted to the microcatheter. Functional test indicated that the stent had deployed. The stent was removed from the microcatheter with a patency mandrel (no friction noted) and there were no anomalies noted to the stent. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that preparation/set-up was performed as per the directions for use and continuous flush was maintained for the duration of the procedure. The stent was deployed in the microcatheter, the stent was found to be intact. Based on the event description and the analysis the as reported sdw (stent delivery wire) friction, stent difficult/unable to transfer and stent deployed prematurely during transfer can be confirmed. The as reported as well as the as analyzed sdw kinked/bent and stent deployed prematurely during use will be assigned procedural factors as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
Analysis of the returned device found that the subject stent deployed prematurely during use. There were no clinical consequences to the patient reported as a result of this event.